Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection of returned material revealed damage to right angle ext. Showing severed wire. There was also damage to the power supply, showing frayed wire. Customer reported that the pes had a frayed power connector cord ¿ confirmed. Additional finding determined to be power supply was frayed.

Event description:
During the investigation, visual inspection of returned material revealed damage to right angle ext. Showing severed wire. There was also damage to the power supply, showing frayed wire. Customer reported that the pes had a frayed power connector cord ¿ confirmed. Additional finding determined to be power supply was frayed.